Event description:
It was reported, the patient needed reprogramming however the sjm representative was unable to resolve unintended rib stimulation. X-rays revealed no anomalies. Reportedly the patient has scheduled an appointment with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.